Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum the product is in use and there is a leakage of blood from the isolation plug need to green claim, do not need complaint reply letter and acceptance letter product cannot be returned, photos can be provided.

Event description:
No additional information is available.

Manufacturer narrative:
1. The customer did not return the defective samples but returned one photo: blood can be observed at the tail of septum. 2. DHR/bhr review (lot#4080076): 1) the products of this batch were assembled at intima ii auto line 4 in april 2024 and packaged at r240 package line in april 2024. Work order quantity was (B)(4). 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of (B)(4) in process testing and (B)(4) in outgoing testing were within the product specifications. 4) no unqualified, deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1) retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. 2) the plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the product manufacturing process; all the test results were within the requirements of the product specifications. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.